Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. It has been reported that the cgm readings is 60 to 80 and 70 to 80 points higher than the bg meter. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
H6 health effect - clinical code: 4581 = bloodshot eyes. (B)(4).